Event description:
A tandem mobi cartridge alarm was reported by a customer, but there was no adverse impact on the customer¿s blood glucose level. Technical support confirmed the alarm and decided to replace the pump, advising the customer that the new pump would have updated software. The customer was instructed on how to place the pump into storage mode, return the problematic pump within 10 days, and program settings and connect their cgm to the replacement pump. The customer agreed to use an alternate method for insulin delivery if necessary and requested a signature for the delivery of the replacement pump.